Event description:
Surgeon was performing a leep cervical biopsy with the fischer cone biopsy excisor small and reported the electrode melted while being used and a piece broke off into the pt's cervix. The surgeon was able to retrieve all of the pieces, but a larger piece of the cervix also had to be removed.

Manufacturer narrative:
The product has not been returned to coopersurgical yet for eval. Although, please note - we have tried to recreate this condition with product taken from our inventory. After many attempts in our engineering lab, we could not recreate this problem. (B)(4).